Manufacturer narrative:
It was reported that performed by a the cardiosave intra-aortic balloon pump (iabp) had failed compressor performance check. There was no patient involvement and no harm reported. Getinge field service engineer (fse) was unable to duplicate the error. All performance checks and function tests passed.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed compressor performance check. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.